Manufacturer narrative:
Additional information provided in h6. Corrected information has been provided in b1(is adverse event); b2(s required intervention) and h1 to capture the serious injury reportability.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Data analysis: logs from the console associated with pump showed that the placement signal started drifting downwards before pump was transferred a different console, but trending wasn¿t severe enough to trigger alarm 1048. Device analysis: not necessary for this complaint, as the reported issue was concluded to have been caused by the pump device history review: not applicable.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that an automated impella controller generated multiple alarms. There was no adverse impact to patient management and the patient survived.